Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy. Device stopped functioning ( without cut and seal) despite changing the power cord and generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. There was charred blood and tissue observed on the jaws. The silicon insulation appeared to be intact without any defects. The heater wire on the hot jaws was slightly twisted. It remained attached at the base and the tip of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. It did not activate and produce steam. There was no heat delivered at the jaws. The device handle was opened to inspect the internal components of the device. No visible defects were observed to the toggle. There were no non-conformance observed with the switch. It was observed that cutter wire was broken from the switch which resulted in the short. The probable root cause could be breakage of the cutter wire from the switch caused from a high loop making contact with the return spring or toggle. This disconnection caused the wire circuit to break resulting in the failure to deliver any energy to the jaws. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode " failure to deliver energy" and the analyzed failure mode " material twist/bent".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy. Device stopped functioning ( without cut and seal) despite changing the power cord and generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.